Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Initial procedure date timeline of events? What additional reoperation was required? What was used to remove the prineo? Do you have any pictures of the reaction? How large of an area does the reaction cover? Did the skin reaction extend beyond the borders of the tape? Was the site cultured? If so, what bacteria were identified? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Lot number involved? What is the physicians opinion of the contributing factors to the reaction? What is the most current patient status? Is the product or representative sample (product from the same lot number) available for evaluation? Patient demographics: initials / ID; age or date of birth; bmi ; gender patient pre-existing medical conditions (ie. Allergies, history of reactions) for female patients ¿ was the patient exposed to similar products, such as artificial nails? Was prineo/demabond or skin adhesive used on the patient in a previous surgery or wound closure? What skin prep was used prior to prineo use? Was the skin prep allowed to dry prior to prineo mesh application? Was incision re-prepped before closure? If so, with what? If so, was the prep allowed to dry? How was the knee positioned during prineo application? Please describe how the adhesive was applied on the tape? Was the mesh placed over the entire length of the incision? Did the prineo mesh extend beyond the patient incision? Was a dressing placed over the incision? If so, what type of cover dressing used? Any additional information?

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and topical skin adhesive was used. Following the procedure, the patient developed blistering, infection and/or necrosis. Additional information has been requested.